Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter had black stains on the needle. The following information was provided by the initial reporter: some black stains on the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2023. Investigation summary: bd received a 20 gauge insyte autoguard device from lot 1286967 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some damage on the catheter adapter and foreign matter (fm) present through the device's body and needle. The catheter adapter appeared to have a deformed nose and light fissure on the body. Ftir testing was performed on the pieces of foreign matter. It was determined that the pieces of fm were a silicone polymer and thermoplastic siloxane elastomer, a compound used during manufacturing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that both issues were manufacturing related.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter had black stains on the needle. The following information was provided by the initial reporter: some black stains on the needle.